Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed the syringe port was cracked along the thread, the screen scratched, and syringe cap cracked. No evidence was available to be reviewed in the event history logs. Functional testing was performed but the reported issue was not able to be replicated. However, the most probably root cause was attributed to the cracked syringe port and syringe cap causing the cartridge not to sit in place and alarm ?cartridge removed'. The damaged rear housing and syringe cap were replaced. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed multiple times cartridge removed. She had to re-load and re-start the medication infusion. She also reported that she was short of breath yesterday but mentioned she also got the covid shot and wondered about that correlation. Patient also noted blood in the line.